Manufacturer narrative:
Evaluation summary: the hypotube had been cut immediately distal to the strain relief. There was severe stretching and damage to the distal tip of the delivery system. The stent was not returned with the delivery system. There were crimp impressions visible along the working length of the balloon. No other damage to delivery system was noted. (B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug-eluting stent. No abnormality was noticed during inspection prior to use. The target lesion in the middle section of the right coronary artery had 85% stenosis, slight vessel calcification and moderate tortuosity. The lesion was pre-dilated 3 times for 20 - 30 seconds with a 2.5 x 15mm balloon at 12-14atm. 50% stenosis remained after dilatation. It was reported that the endeavor resolute device was unable to cross the lesion and deformed. The stent dislodged in the radial artery. The stent was not removed from the patient. No intervention was performed. The physician completed the procedure by changing to the femoral artery instead of the radial artery, used a same size stent and applied dual guide wire skill. The physician determined the reason for the event to be product related as the stent could "hardly" pass the lesion. No patient injury was reported. Patient is doing well. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.